Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple episodes of loss of capture and unstable thresholds that were recorded during post-operative telemetry. The physician believed the lead to be unstable, and chose to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted there is a cut in the outer insulation with minimal blood ingression at 13.2 cm. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.